Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was noted with a damaged black cord at the distal tip. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps instrument was found to be damaged during central processing. It is unknown if there was any leak/arcing during procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument; however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wire was not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument grips were manually manipulated, the instrument passed/failed the electrical continuity test on three out of three attempts. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.